Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to a fungal infection. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammation drugs for the event. On an unreported date, dianeal therapy was withdrawn during hospitalization. The patient was recovered from this peritonitis event. No additional information is available as the reporter declined further follow up.